Event description:
The following was reported via medwatch # (B)(4) received 24october2024: at approximately [time redacted] the intra-aortic balloon pump (iabp) device failed on patient. The balloon appears to have ruptured while emplaced axillary. The device was saved for further investigation. No harm to the patient.

Manufacturer narrative:
Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated field(s): related report number grid. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated field: describe event or problem. Reference complaint # (B)(4).

Event description:
The following was reported via medwatch # (B)(4) received 24october2024: at approximately [time redacted] the intra-aortic balloon pump (iabp) device failed on patient. The balloon appears to have ruptured while emplaced axillary. The device was saved for further investigation. No harm to the patient. The iab was reported to be in use for ten days.